Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227259326); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and encountered resistance in the phenom catheter. The patient was undergoing pipeline implantation for treatment of an aneurysm. The accessed vessel was the femoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was severe. It was reported that during the pipeline implantation, the stent tip was opened poorly and was ready to be removed, but the stent was stuck at the tip of the microcatheter and could not be removed normally. It was reported there was catheter resistance in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the aneurysm was in the middle cerebral artery m2 segment, aneurysm size 3.4 x 2.8, aneurysm neck 2.5, distal vessel 2.7mm, proximal vessel 2.9mm. The cause of the resistance was not determined. There was no damage to the pipeline pushwire or catheter observed. Pipeline was placed in the straight blood vessel segment when it failed to open. After multiple retrieving and adjusting the stent position, it still could not be opened.